Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced significant delays when trying to acknowledge alerts from the g5 application on (B)(6) 2016. Patient was advised to uninstall and then reinstall the application. No injury or medical intervention was reported.